Event description:
Facility reported that "needle backed out in spite of tape remaining intact. Blood continued to be pumped through the needle. If patient had not been alert and notified staff there was no alarm or sign that the needle had become dislodged." The tape was still around the needle but the needle had backed out where blood was coming out around the site. Staff will be inserviced immediately to reinforce correct taping procedure, will also reinforce placing blue pad under access arm completely where any blood pooling would be visible and also felt by patient immediately." "45 minutes prior to the end of treatment, pt began to c/o feel bad. When pt was checked, blood was discovered dripping down the inside of chair onto the floor. The venous needle out and was bleeding under the tape down the inside of the arm. Large pool of blood noted. 200-250 cc's. Pt remained alert and oriented, blood pressure was stable. Stat hgb sent to local hospital. Pt was seen and evaluated by nurse practioner. Treatment received and patient given ns bolus. Hgb returned 9.1 pt discharged home in stable condition."

Manufacturer narrative:
Dated 06mar09, based on jmsna clinical affairs results of the investigation, the clinical manager stated that "patient must have pulled on the lines somehow." This subsequently might have resulted in needle dislodgement, among other possible factors which may include cannulation angle, gravitational pull on the avf set, poor adhesion strength of the tape, and patient's perspiration.